Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported a patient with redness and pain following an intraocular lens (iol) implant procedure. The patient was diagnosed with conjunctival hyperemia, aqueous opacity and aqueous cell and flare. Exudation on the surface of the iol was observed and the vitreum of the both eyes showed flocculent turbidity. The patient was diagnosed with papilloedema and uveitis. The patient was hospitalized and treated with medication. The symptoms improved, but later returned. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.